Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: the product was not returned to depuy synthes, however photos were provided for review. The photo of '03.503.286,drill bit ø1.1 w/stop l44.5/6' can not reveal the reported condition. As, review of provided photo shows the device, however with the available evidence, reported event remains unconfirmed and cause remains undetermined. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the observed condition of the drill bit ø1.1 w/stop l44.5/6 would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review (DHR): product code: :03.503.286, lot number : u436089, release to warehouse date : 12.dec.2023, expiration date : na, supplier: (B)(4). Manufacturing site: werk selzach logistik. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during the surgical procedure on (B)(6) 2024, the drill bit broke. The prompt solution was given, changing the drill bit for one of the same characteristics, thus avoiding issues to the specialist. It was possible to finish the surgery successfully, without affecting the patient and without alterations in the surgical times.